Manufacturer narrative:
It was confirmed that no further information was available regarding the user's back injury. This issue was resolved for the customer by inspecting the device and ensuring proper functionality. The user facility was also advised to ensure that the drive wheel is fully engaged during use.

Event description:
It was alleged that the zoom drive disengaged during transport, allegedly causing the device to spin round. This allegedly caused the user to suffer a back injury.

Event description:
It was alleged that the zoom drive disengaged during transport, allegedly causing the device to spin round. This allegedly caused the user to suffer a back injury.